Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during cataract surgery with intraocular lens (iol) implant procedure, foreign materials were found immediately after implanted an iol. Two small white masses remained in the anterior chamber. One was able to be aspirated and other was adhered to the back of the iol and could not be removed. The surgery was completed without product replacement. The day after surgery, no movement was observed, it remains in the patient's eye. Additional information received and states, a foreign material adhered to the posterior surface of the iol was a white lump- after iol was ejected from device, a debris of white lump was attached to the posterior surface of the iol, and the larger white lump was floating in the anterior chamber. The surgeon attempted to remove the debris from the posterior surface of the iol with an irrigation and aspiration (I/a) handpiece, but it was unable to be removed and no movement was observed. So it remains in the patient's eye currently. The larger lump was not aspirated by the I/a handpiece and an attempt was made to break it into smaller pieces with a hook-like instrument, but it could not be done. Therefore, the larger lump was removed from the eye with both aspiration and grasp.

Manufacturer narrative:
The product was not returned for analysis. Only photos were returned. The reporting facility did not provide a lot number or any identification of the product. Five footages of video showing iol implantation with company device were provided. Device nozzle positioned above the patients' eye is visible on the first photo. The lens and the plunger appear to be advanced into the nozzle tip. White mark/foreign material is visible above the lens. The second, third and fourth photo show iol being implanted into the eye. The white mark/foreign material is visible around the edge of the optic area at around 9 o'clock position and appears to be present on the posterior side of the optic. The last photo shows an implanted iol. Additional instruments are observed on the photo above the iol. Multiple white marks are observed on the photo. Due to the quality of the photo, details and texture of the reported foreign material cannot be confirmed. Some white marks appear to be reflection from the light, no determination on the type of observed white marks can be confirmed from the provided photos. Additional information: the complainant states the use of "non company ovd" as viscoelastic, which is not qualified to be used with the associated company device. Based on our observation of the attached photo, what appears to be a white foreign material is observed on the iol. A definitive determination of the reported complaint cannot be made based on the provided photos and without the evaluation of the physical sample. A final root cause cannot be determined based on available information. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).